Event description:
A physician reported a pt had fusarium keratitis while using renu with mositureloc multi-purpose solution. The pt had bilateral ulcer. Fusarium was confirmed with the cornea, lenses, and lens case. The pt was treated with amphotercin b, vigamox and was still under treatment.